Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 502 mg/dl and 163 mg/dl within 10 minutes on the advantage system (meter, strip lot number 549225, expiration date 10/31/2007). The discrepant results occurred at the customer's home. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.